Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the battery revealed that the device failed to meet specifications; the battery passed visual inspection but failed functional testing due to a faulty internal cell pair. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. The most likely root cause is a faulty internal cell. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated in (B)(4). Fsca apr2014 was distributed to reinforce proper power management.

Event description:
It was reported that the patient hears and intermittent alarm when using one particular battery. The patient stated that he hears one beep and when he looks at the controller the alarm condition is gone. The patient did not bring that particular battery into clinic with him. The facility requested a replacement battery for the patient and will provide the patient with the replacement.